Event description:
Pt. Very confused and combative. Placed in wrist restraints and posey vest. Was pulling on the restraints. Foam backing came off causing 2-3 inch skin tears on wrist. Treated with neosporin ointment and dressed. No permanent injury. Would not have required treatment to keep permant injury from occurring.